Event description:
Additional information received reported the patient was now receiving therapy with no further side effects (see manufacturer¿s report # 3004209178-2013-12927).

Event description:
It was reported that the entire system was replaced due to erosion; the pump was coming through the pocket. Additional information has been requested, but it was not available as of the date of this report. For subsequent events, see manufacturer¿s report # 3004209178-2013-12927.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the pump had been working its way out of the patient's skin, causing redness and skin irritation. There were no signs of infection. The symptoms started approximately 2 weeks before the system was replaced.